Event description:
Pt experienced numbness in both hands for past four months. Surgery was performed due to extreme progression of degeneration. Acp bone screw was found to have backed out of its original position. Screw was loose and hanging freely in tissue. The bone screw was explanted.